Manufacturer narrative:
Consumer discarded product. Product review/examination not possible.

Event description:
Consumer alleges being woke up by smoke detectors finding her humidifier caught on fire in the basement near her laundry room. There was not a report of personal injury or property damage with this incident.